Event description:
It was reported that pump displayed malfunction code 9 with associated fault ID, and no notable events occurred before malfunction. There was no adverse impact to the customer's blood glucose level. Customer reset pump with guidance from technical support, malfunction did not recur after reset, customer was advised to continue pump use and to call back if malfunction code appeared again, and caller acknowledged instructions.